Event description:
A physician reported one day after treatment with juvederm ultra in the nasolabial folds the pt reported blisters and hives all over her body. The physician initially prescribed benadryl and zyrtec. After very little improvement, the physician prescribed a medrol dose pack and pepcid and the symptoms resolved completely, but the pt continues to take the medication. The physician stated that the medications were prescribed to prevent permanent damage. Further f/u with the physician notes the pt recalls having had similar adverse symptoms after a visit to the dentist. A block using lidocaine was given to the pt before treatment with juvederm and at the dentist's office. The physician is not certain if the pt reacted to the juvederm or the lidocaine. This medwatch represents two of three syringes used. These two syringes have the same lot number the medwatch (# 3005113652-2010-00017) representing the third syringe was sent to the FDA on 03/11/2010.

Manufacturer narrative:
Batch number hv24520964 was released by qc according to defined specs. The documentary research in the batch file shows that no element could explain these reactions; all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming. The exact cause of this event is impossible to determine.